Manufacturer narrative:
A ge rep evaluated the system and ordered a hand switch and footswitch. The customer will replace the switches. No further repair info is available.

Event description:
The customer reported the system intermittently displays an x-ray security error and will not produce x-rays. No pt injury was reported.